Event description:
Asku.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Write to locked ram power on reset (por) recorded on (B)(4) 2010 due to parity error. Por severity: low. The device should be able to fully recover after the reset. Corrected data: patient date of death and removed device remains activated device code. Change made to device conclusion. .

Event description:
It was reported that the device alarm was heard and that the device had reset after the patient had a session of radiation therapy. The lead integrity alert (lia) algorithm was reloaded. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Write to locked ram power on reset (por) recorded on (B)(6)2010 due to parity error. Por severity: low. The device should be able to fully recover after the reset.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found. We did receive performance data collected from the device and have analyzed the data. Write to locked ram power on reset (por) recorded on (B)(6) 2010 due to parity error. Por severity: low. The device should be able to fully recover after the reset. Diagnostic information is consistent with the reported event.